Manufacturer narrative:
Evaluation of the device did not show any malfunction. Process evaluation did not reveal any issue. Review of the treatment plan revealed that implant #18's crest was planned outside the bone on the buccal side.

Event description:
Doctor used a surgical guide to place dental implants. After performing the osteotomy at site #18, doctor determined that there was not enough bone on the buccal side. Doctor grafted the bone. Doctor did not have any issue with implant placement at site #20.